Event description:
It was reported that there was no visible iodine in the sponge of a minicap. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 9/19/14-9/22/14. One companion minicap sample was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and functional inspections were performed without any issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.